Event description:
It was reported that the patient experienced an issue with the infusion set cannula as it detached from the infusion set when the pump fell prior to infusion set use on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.